Event description:
It was reported there was a drop in impedance from 700 ohms to 300 ohms and a lead polarity switch. The hcp had concerns about insulation integrity. Follow up information reported the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. The patient also had another valve implanted. Through follow up with the health care provider (via fax), additional information and the operative report of 2009 was received. A device history record review is in process.

Event description:
It was initially reported that the patient has expired after implant duration of approximately 3.1 months, due to unknown reasons. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided.per the operative report, the patient left the operation in "stable condition."

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 according to the complainant, during the procedure they noted the tip of the catheter was cracked upon exiting the scope inside the patient. They did not know if it was cracked before entering the scope. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.